Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. It has been reported that there was a difference in readings of 4/5 points. It was indicated that the patient did not wash/dry their hands prior to taking a fingerstick reading, which is considered misuse. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No injury or medical intervention was reported.